Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a lithotripsy procedure performed on (B)(6) 2022. During the procedure, the handle cannula broke in an attempt to crush a stone. The procedure was completed with a soehendra lithotripter device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h2: initial reporter phone: (B)(6). Block h6: medical device problem code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was detached and the internal wires were out of the device. The cannula was broken and the proximal part was not returned. The tip of the basket was detached. The side car rx was pushed back out of specification. The length of the proximal and distal screws were below the permitted tolerance. The tip of the screws were flat. No other issues were noted. The reported event was confirmed. Based on all available information, it was determined that the failure of handle break is attributable to the supplier. It was detected that the length of the screws were below the minimum tolerance. As the screws are smaller, the fastening of the handle cannula was not achieved. Therefore, at the time of applying force to activate the device, the handle cannula was detached. The side car rx push back, and the detachment of the basket tip could be an adverse event due to the manipulation or technique used to interact with the device in conjunction with the tortuousness of the patient's anatomy. Therefore, the most probable root cause for the reported handle break is manufacturing deficiency. There is an investigation in place to address this issue. The most probable root cause of the investigation finding of side car rx push back and tip detached/separated is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction: h2 initial reporter phone.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a lithotripsy procedure performed on (B)(6) 2022. During the procedure, the handle cannula broke in an attempt to crush a stone. The procedure was completed with a soehendra lithotripter device. There were no patient complications as a result of this event.